Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four months after the implant of this transcatheter bioprosthetic pulmonary valve, an echocardiogram revealed an increased jet velocity of 4 meters per second. Fluoroscopy detected that the inflow crown was folded inward. An increased gradient was reported. Approximately six months and seven days following the valve implant, a reintervention procedure was performed. Three cp covered stents were implanted to hold open the inflow of the valve. A non-medtronic transcatheter valve was also implanted. The physician suspected that the beneficial reverse remodeling of the right ventricular volume post implant of the harmony valve led to the infold. It was reported that the anatomical structure may have been pressing on the inflow strut of the harmony valve. No additional adverse patient effects were reported.